Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of perforation ('perforation') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced perforation (seriousness criteria medically significant and intervention required) and device dislocation ("migration "). The patient was treated with surgery (essure removal). Essure was removed on (B)(6) 2018. At the time of the report, the perforation and device dislocation outcome was unknown. The reporter considered device dislocation and perforation to be related to essure. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('perforation / migration') and fallopian tube perforation ('perforation / migration') in an adult female patient who had essure (batch no. 782773) inserted for female sterilisation. Medical conditions: pathological diagnosis: a. Uterus, cervix, and bilateral fallopian tubes, resection: 1. Uterine leiomyomata; 2. Secretory phase endometrium; 3. Cervix with focal chronic active endocervicitis; 4. Bilateral fallopian tubes with no significant pathologic abnormality. Concurrent conditions included dysmenorrhea, menorrhagia, pelvic pain, uterine leiomyoma, corpus luteum cyst and endocervicitis. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required) and fallopian tube perforation (seriousness criteria medically significant and intervention required). The patient was treated with surgery (hysterectomy total laparoscopic robot-assisted with bilateral salpingectomy, cystoscopy). Essure was removed on (B)(6) 2018. At the time of the report, the uterine perforation and fallopian tube perforation outcome was unknown. The reporter considered fallopian tube perforation and uterine perforation to be related to essure. The reporter commented: insertion details-4 coils on the right and 3 coils on the left. Lot number: 782773 manufacturing date: 2010-09 expiration date: 2013-09. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 23-jul-2020: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('perforation / migration') and fallopian tube perforation ('perforation / migration') in an adult female patient who had essure (batch no. 782773) inserted for female sterilisation. Medical conditions: pathological diagnosis: a. Uterus, cervix, and bilateral fallopian tubes, resection: 1. Uterine leiomyomata. 2. Secretory phase endometrium. 3. Cervix with focal chronic active endocervicitis. 4. Bilateral fallopian tubes with no significant pathologic. Abnormality. Concurrent conditions included dysmenorrhea, menorrhagia, pelvic pain, uterine leiomyoma, corpus luteum cyst and endocervicitis. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required) and fallopian tube perforation (seriousness criteria medically significant and intervention required). The patient was treated with surgery (hysterectomy total laparoscopic robot-assisted with bilateral salpingectomy, cystoscopy). Essure was removed on (B)(6) 2018. At the time of the report, the uterine perforation and fallopian tube perforation outcome was unknown. The reporter considered uterine perforation to be related to essure. No further causality assessment were provided for the product. The reporter commented: insertion details-4 coils on the right and 3 coils on the left. Most recent follow-up information incorporated above includes: on 22-jun-2020: mr received- event perforation was clubbed with event migration and coded to uterine perforation fallopian tube perforation. Lot number added. New reporter, insertion details, medical history added. Essure removal surgery added. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.